Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient was unable to increase the amplitude without the system auto-reducing. An x-ray was taken which revealed one lead was fractured. It was also reported the leads may have migrated. The sjm representative was able to reprogram the system and provide stimulation coverage using the other lead. Follow up identified the patient had lost coverage again and the physician planned to undertake surgical intervention to address the issue at a future date.